Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal lead characteristics.

Event description:
It was report that during implant of the left ventricular lead, the patient experienced phrenic nerve stimulation. The lead was not implanted and a new lead was used. The patient was in good condition.